Manufacturer narrative:
(B)(4).the insulin pump was received with cracked and bleeding display glass, minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported that the customer dropped the insulin pump onto the floor and cracked the screen. The blood glucose reading was 228 mg/dl. Nothing further was reported.